Manufacturer narrative:
Cause of malfunction is undetermined. Device has not been received. Surgeon has not been able to be reached for comment. On 03/21/2019- a submission attempt was initially made for this MDR on (B)(6) 2018. The acknowledgement was viewed on FDA webtrader. The status was noted as delivered under the acknowledgement and sent details section. The arrow button for the html download was not noticed and the submission error was not seen. The error message was for exceeding the max character count. The information that was previously listed has been posted below. The plate listed previously was used in conjunction with the implants listed below as a total construct for bone fragment osteotomy fixation and joint arthrodesis. Nitinol staple implant - dynaforce himax implant, pn-7118-1414kt, lot-102892, UDI-(B)(4). Plate locking screw 3.0mm x 8mm, pn-1500-3008, lot-101299, UDI-(B)(4). Plate locking screw 3.0mm x 12mm, pn-1500-3012, lot-101423, UDI-(B)(4). Plate locking screw 3.0mm x 14mm, pn-1500-3014, lot-102355, UDI-(B)(4). Plate locking screw 3.0mm x 18mm, pm-1500-3018, lot-101426, UDI-(B)(4). Plate non-locking screw 3.0mm x 18, pn-1500-3518, lot-102345, UDI-(B)(4). Plate non-locking screw 3.0mm x 18, pn-1500-3518, lot-500084, UDI-(B)(4).

Event description:
A dynaforce clip and mpj plate construct was implanted in the patient on (B)(6) 2018. During a 2 month follow up visit it was discovered that the plate had elevated from the bone and a non-union was present at the fusion site. On (B)(6) 2018, the dynaforce construct was removed and another plate was implanted.